Manufacturer narrative:
The device information is unknown but most likely a multipurpose drainage catheter, therefore, common name and product code: catheter, nephrostomy, general & plastic surgery, gbo, were selected as most likely category. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The physician made a general statement that the drainage catheters were leaking. There were no injuries or additional procedures reported. No other information was made available.